Event description:
Rptr had bone fusion with screws and bone stimulator with wires. On 10/8/94, rptr had dorsal column stimulator implant to help relieve pain. (Extensive pain where screws are implanted.) Rptr takes lortab and soma. She has had 4 major surgeries and still no pain relief.